Event description:
As reported to bunnell by the user facility: "high peep, low servo pressure." As reported on user facility report (B)(4): "jet ventilator was checked and set-up appropriately, and about 2 hours later the jet vent values were reading high, which prompted the rt (respiratory therapist) to remove the patient off of the jet vent while another was manually ventilating with the ambu bag. The rt performed another calibration check which failed. The machine was pulled, and the patient was placed on the oscillator. The machine was tested again in the rt workroom, and it failed. When the patient box was exchanged, it passed the calibration test. The jet vent and patient box were brought to the 8th floor and sequestered for further evaluation."

Manufacturer narrative:
Event reported to bunnell on 08/05/2022. Event was determined to not be reportable, based on an evaluation of reported event information. User facility report (B)(4) received by bunnell on 08/19/2022. Initial report submitted in response to the user facility report. The reported symptom (high peep, low servo pressure) could be verified and was reproduced exactly as reported. A mechanical failure of the pb right front isolator stand-off, which had separated at the threaded shaft area, created an excessive pinch gap and insufficient pinch pressure, also resistor r8 on the transducer pcb assembly was found to be broken in half and precision operational amplifier u1 was damaged due to the patient box being dropped. The replacement of all three isolator, stand-offs restored mechanical tolerances and the replacement of resistor r8 and precision operational amplifier u1 restored normal systems operation. The hfv and pb was thoroughly inspected, tested and operationally verified to have no additional problems. The system stabilized at the default controls settings with all monitored values remaining very stable with very little fluctuations. Hfv 2280 and pb 4370 were fully serviced and passed all applicable testing requirements. The event was likely due to user error and device mishandling (dropped equipment).

Event description:
As reported to bunnell by the user facility: "high pip, low servo pressure." As reported on user facility report (B)(4): "jet ventilator was checked and set-up appropriately, and about 2 hours later the jet vent values were reading high, which prompted the rt (respiratory therapist) to remove the patient off of the jet vent while another was manually ventilating with the ambu bag. The rt performed another calibration check which failed. The machine was pulled, and the patient was placed on the oscillator. The machine was tested again in the rt workroom, and it failed. When the patient box was exchanged, it passed the calibration test. The jet vent and patient box were brought to the 8th floor and sequestered for further evaluation."

Manufacturer narrative:
Event reported to bunnell on (B)(6) 2022. Device has not been returned for evaluation. No investigation possible. User facility report (B)(4) received by bunnell on 08/19/2022. This report is being submitted in response to the user facility report.